Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) recorded a false signal artifact monitor (sam) episode and ventricular episode due to electromagnetic interference (emi) occurring during a procedure. Technical services (ts) assessed the reports and determined the episodes were false and occurred due to emi, and the ICD is functioning as programmed. No adverse patient effects were reported. This ICD remains in service.